Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, customer did not have a backup method for insulin therapy. Customer declined further troubleshooting. Customer¿s blood glucose level was 99 mg/dl.